Manufacturer narrative:
Additional information:an evaluation can not be performed because the device was not returned. There is no evidence that the device failed to meet specifications.

Event description:
The reporter stated that the wear on the patella caused the femoral component to become scratched. All components of the knee were revised.